Event description:
It was reported that during a pci procedure, the ranger balloon ruptured at 9 atms on the second inflation. The first inflation was to 6 atms. The lesion was 75% stenotic and calcified and located in the 4av. There were no pt complications reported, and pt status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8444618 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.